Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced; however, the valve dislodged. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 6 mm. After valve dislodgement, the valve dislodged above the sinotubular junction (stj). Subsequently, a second transcatheter valve was successfully implanted valve-in-valve. Per the physician, the post-implant bav contributed to the dislodge.